Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Two days after the event onset, the patient was hospitalized and treated with unspecified antibiotics for the event. The patient was discharged from the hospital 37 days after hospital admission. At the time of this report, the patient outcome was not reported. Pd therapy was discontinued and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.